Event description:
The complainant has reported that a patient underwent at therapeutic procedure for placement of an esophageal stent. The clinician experienced difficulty when advancing the stent due to the patient anatomy. The ultraflex esophageal stent was not deployed. The deployment suture was noted to be disconnected. The procedure was successfully completed with another type of esophageal stent. The patient did not sustain any noted complications or ill effects as a result of the deployment issue. The patient condition is noted as stable.